Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-op diagnosis: scheuermann's kyphosis it was reported that on an unknown date, post-operatively, the rod and the screw broke. The patient underwent revision surgery to replace broken screw and rod.